Event description:
It was reported that during placement on the afternoon of (B)(6) 2024, it was discovered that the catheter sheath had split during delivery and needed to be repacked to replace the sheath with a new one for the patient for re-installation. It was reported this occurred two times. This report addresses the second occurrence.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.